Manufacturer narrative:
Additional information was received log files indicated poor signal reception of wlan network. The device did not fail to alarm. As per the definition of non-reportable, the absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted. Analysis was performed by philips remote service engineer (rse) who interviewed the customer. It was determined the cause of the reported display issue was poor signal reception in the wlan network, though it was confirmed all access points at the patient location were functioning. The it department was responsible for the network, so the resolution will be done within the hospital. The log files were reviewed, confirming the device did not fail to alarm for the signal issues, so the device was providing notification as designed. There was no actual known arrythmia reported during the time of the signal loss. There has not been any new incidents with this particular unit. Based on the information available in the case, the cause of the reported problem was confirmed to be poor signal reception in the wlan network. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ECG intermittently stops displaying when the patient goes into the bathroom, which could lead to an arrhythmia going undetected; however, there was no evidence an arrhythmia actually occurred. Good faith efforts are being performed to clarify. The device was in use at the time of the event.